Event description:
An optometrist reported that a pt presented in 2003 with complaint of photophobia in left eye for 4 days. Lens wasn't worn for 2 days as precaution. Slit lamp examination reveals 1-2+ injection, and +1-2 cells with "almost nonexistent" flare in anterior chamber. Began pred forte 1% q2h, cyclopentolate 1% bid, and discontinued contact lens wear until further notice. On recheck four days later pt was much better with only trace cell and flare. Pt was to continue meds, cyclopentolate bid x 3 days, and pred forte q2h x 3, then qid x 4 days, then tid x 3 days, then bid x 2 days, and qd x 1 day. Lens wear to resume after med discontinuation. Pt was educated that this was not due to contact lens wear and if recurrences or bilateral involvement pt will be referred for further eval of possible systemic inflammatory diseases. No further info is available at this time.